Event description:
Patient was revised for infection. Explanted the femoral component sz 4n sigma cr, the sz 3 sigma fb tray, the sz 3,8mm fb curved insert, and the patella. Clean up cuts were made and the surgeon implanted an attune cr sz 6 femur with an alpoly cr 10mm insert as a temporary cement mold. Nothing was done for the patella. No injury to the patient and no delay in surgery. This was the patients right knee. I was told the original surgery was 12 or 13 yrs ago. No implant log available. Doi: unk, dor: (B)(6) 2022, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:the device associated with this complaint was not received for examination. Through follow up it is now understood there is no allegation associated with this product. No visible damage was found during the investigation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.